Manufacturer narrative:
The information related to event date provided with initial report was incorrect. The correct information has been provided in b3 section of this report. The h6 harm code has been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019. The customer's blood glucose was 449 mg/dl. The customer was treated with the insulin drip, fluids and shots. The insulin pump had received the multiple pump error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer declined the high blood glucose troubleshooting. The customer reported that the self test was performed and the test was failed. The customer was advised that the insulin pump will need to be replaced. And revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Pump received with the audio alert functioning properly. No audio alert anomaly noted. The motor arm cannot communicate with the main arm alarm and hardware low level failures alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace on u1 keypad assembly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.